Manufacturer narrative:
Medwatch sent to FDA on 03/08/2016. Concomitant therapies: juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the "full face" with unspecified juvederm voluma, juvederm volbella with lidocaine, and juvederm volift with lidocaine. Approximately 5 months later patient developed "edema presenting only those regions treated with juvederm volbella with lidocaine." Patient was prescribed corticosteroids and the edema improved. Later when the patient stopped taking the corticosteroids the "edema appeared in other regions." The patient was then prescribed cipro. Symptoms improved and "after finishing the medicines again showed edema." The patient was then injected hyaluronidase and "patient was still on medication." Patient is "no longer presenting edema."